Manufacturer narrative:
No RMA has been initiated for this issue. Model tdxsp, serial number/date code is unknown. The user manual (B)(4) was issued with this device. The user manual is also found on-line at (B)(4).. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumer is a (B)(6) male, (B)(6) who weighs (B)(6). The consumers technique while using the device is unknown. The maintenance history of the device is unknown.

Event description:
Customer alleges her son slid out of his power chair onto the ground due to a "nonfunctional, subpar lapbelt", missing adductors and misaligned set. Serious injury alleged.